Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/8/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe the patient manifestations of the reported infection/inflammation (location, severity, appearance, systemic or local infection). Please describe any medical/surgical intervention required for this suture event including dates and results. Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage (if any) was present in this wound? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, dyes, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available? If applicable, will product be returned? If so, please provide the return date and tracking information. The following questions relate to the statement of ¿post-op of multiple eye muscle procedure¿. Are there other patients who also experienced infection and inflammation post-op? Is the specific number of patients known? If yes, please specify have these events been reported to ethicon? If yes, please provide pc numbers the single complaint was reported with possible multiple events. There are no additional details regarding the possible additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an eye muscle procedure on an unknown date and suture was used. Post-op, the patient experienced infection or prolonged inflammation. Treatment was not provided. Additional information was requested.